Event description:
Customer reported a past incident involving a low blood glucose event., lowest level reported was 52 mg/dl. Cause was not known. No further information was provided regarding the outcome or corrective actions taken.